Event description:
It was reported that during preparation for a generator change due to normal battery depletion for the patient with this right ventricular (rv) lead exhibited a shock impedance high out of range measurement greater than 125 ohms. It was noted that the shock impedance had been stable since 2001. Technical services (ts) discussed it was likely due to calcification and not a lead integrity issue. This lead remains in service. No adverse patient effects were reported.